Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. Tandem technical support was performing a system check, however, the customer declined to complete it. Customer resumed insulin therapy. Customers blood glucose was 118 mg/dl.